Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had undergone a procedure that was not device related. After the procedure, a post-operation check of this device was performed. The shock impedances on the right ventricular (rv) lead were noted to be 0 ohms and a shock had recently been delivered. Additional information confirmed the shock was appropriate and the cause for the 0 ohms impedance reading was electromagnetic interference from the recent procedure. At this time, the device remains in service. No adverse patient effects were reported.